Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a right hemicolectomy, small intestine resection and sigmoidectomy, on the first post-operative day, the patient had pain and was hypotensive. They re-operated after 24 hours of surgery and the patient presented faecal peritonitis. They then noticed that the suture line was seeping faecal content from the small intestine anastomoses no blood or tissue loss, no tissue damage, no noticeable delay. No reinforcement material used with the stapling device. Patient died at 5:00 a.m. 48 hours before re-operation.

Event description:
According to the initial reporter, the patient underwent a right hemicolectomy, small intestine resection and sigmoidectomy to treat colorectal cancer. No reinforcement material was used with the stapling device. Per the reporter, the surgery was ok. On the first day post-operative, the patient had pain and was hypotensive. The patient underwent a reoperation 24 hours after the index surgery. Re-operation found faecal peritonitis and the surgeon noted that the staple line came apart, and the suture line of staples was seeping faecal content from small intestine anastomoses and ileocololica anastomoses. The patient died the same day.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two sealed reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing, indicating that the software recognized the presence of each reload. Each reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.